Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a gastric bypass procedure, the device would not release. No patient injury reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. A needle was observed in the jaws. The jaw gap was measured and met specification. Witness marks were observed on the bevel wall. The needle was removed from the instrument. The instruments was then loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. No difficulty was experienced in loading or toggling the needle. When the instrument was tested to unload the needle, the jaws stuck together and did not let the needle unload. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Engineers were able to replicate the jaws sticking condition when the slide toggle lever is not fully forward but the reported condition could not be performed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.